Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and was in coma for 9 days. The customer's blood glucose level was in 300 mg/dl to 400 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with manual injections and insulin for high blood glucose level. The device will not be returned for analysis.